Event description:
A coronary stent with delivery system was sucessfully advanced to the target lesion site in the pt's right coronary artery. Prior to stent deployment, ventricular filrbillation was observed. The physician quickly removed the sds, guidewire and guide catheter from the pt's body. The pt was defibrillated and subsequently returned to a stable condition. Prior to a second attempt to deploy a stent, a dissection was observed at the target lesion site. Several of another MFR's stents were used to subsequently treat the target lesion and the area of dissection. There were no clinical sequelae reported relative to the event.

Manufacturer narrative:
Since the stent was the only part of the sds that was returned for evaluation, it is not possible to comment relative to the performance of this device.